Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is wear and tear incurred over repeated use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/23/2024, a sales representative reported via (B)(6) that (qty. 4) of an ar-9401-40 arthrex eclipse resection protector, size s / 40 mm, was stripping away. This was discovered during a procedure, and no patient harm was reported. Additional information has been requested.

Event description:
Additional information was received on 09/26/2024: this was discovered during an unspecified procedure on (B)(6) 2024. The device did not break, and no debris was produced. There was no case delay. The case was completed successfully, and the devices were not needed anymore after the issue was noticed. There were no adverse effects on the patient.